Event description:
It was reported that during meniscus repair surgery when t1 was deployed, it was found that there was not t2 when the trigger was advanced. T1 was removed form the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One curved ultra fast-fix assembly p/n: 72201491 was returned for evaluation. The information provided states: ¿ during meniscus repair surgery when t1 was deployed, it was found that there was not t2 when the trigger was advanced¿. Visual assessment confirms the complaint. T2 and suture are free from the delivery needle. The trigger is fully advanced. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.